Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1870. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received indicating the issue was found during routine testing. Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed one instance of the reported error. Functional testing involved running the pump in user mode and disassembling the pump. The reported issue could not be duplicated. On further investigation, it was found the pump indicated about a 40ma draw which was out of specification. The problem source could not be identified. The motor was replaced as preventive maintenance. Based on the investigation, the complaint allegation was not confirmed